Manufacturer narrative:
Report date: 24jan2019. Date rec'd by MFR: 14jan2019. Failure analysis conducted by philips on the returned touch screen showed that the customer complaint of ¿touchscreen calibration failure¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05nov2018. Philip's field service engineer (fse) replaced the touchscreen and performed all required tests. The unit passed all tests successfully and was returned to service.

Event description:
The customer reported that they cannot calibrate the touchscreen. There was no patient or user harm reported. The event date was not specified; estimate used.